Event description:
A vision stent was implanted in a 90% stenosis in the rca, and a penta stent was then implanted in a 90% stenosis in the circumflex. Two days later, the pt developed chest pain and s-t segment elevation associated with an acute inferior wall mi. A follow-up angiography identified an sat in the rca and the circumflex. Ptca was performed in the rca and a stent was implanted in the distal circumflex. The pt was reported to be stable at the end of the procedure. The vision stent is being reported separately.